Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, the patient underwent surgical intervention where the lead was explanted and replaced to address the issue. The investigation did not determine which lead resulted in high impedances.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6840438.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.